Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 716 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include high blood glucose levels, high blood pressure, lethargic and vomiting. The pod being used was expired. Once at the hospital the patient was put on an insulin drip. The patient was released from the hospital after a few days.